Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a moderately tortuous, moderately calcified lesion exhibiting 90% stenosis located in the proximal right coronary artery (rca). There was no issues noted to the packaging. There was no issues noted when removing the device from the packaging. There was no issues noted when removing the device from the hoop. The device was not inspected. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that stent dislodgement occurred during delivery to/at the lesion in the rca ostium. The stent dislodged and half the stent was in the guide. It was retrieved by pulling the entire system out of the patient. The procedure was completed successfully using another resolute onyx stent. It was stated that patient anatomy caused the stent dislodgement. The patient was reported to be alive with no injuries.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.